Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: initial review identified that investigational input would be required from applied research and bioengineering. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to applied research and bioengineering. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed.

Event description:
Revision because breakage of stem at taper area.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial review identified that investigational input would be required from applied research and bioengineering. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to applied research and bioengineering. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Addendumm added (B)(4) 2014. Summary: following further investigation by applied research and bioengineering, notification was received that: root cause: undetermined. There is insufficient information available in order to provide a conclusive root cause. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant deign. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.